Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what was the bmi (body mass index) and gender of the patient? 38. Has a leak test been performed? If so, what kind and what was the result? Yes, test with methylene blue. How was the leak identified? During diagnostic laparoscopy performed on the sixth postoperative day after vomiting, fever and changes in laboratory tests. How was the leak resolved? Sentinel drainage with silicone drain, oral fasting and enteral support. What was observed at the leak site in the reoperation? Large inflammatory process at the angle of hiss and enteric fluid. Around. Have there been any problems observed with the formation of staples at any point during patient care? If yes, please describe the shape and location. No. What is the current status of the patient? Recovered, at home.

Event description:
It was reported that the doctor contacted us claiming that 24 hours after the surgery the patient had dehiscence in the staple line referring to the last stapling. Fistula resulting in reoperation.